Event description:
The customer reported that there was fluid leak of approximately 2ml from the act 5diff cp instrument. The leak was contained inside the instrument. The customer also reported erroneous hemoglobin (hgb) results on a single sample run in the instrument compared with a sample rerun on the same instrument that was considered correct. The initial hgb result for one patient was 18 g/dl and the rerun result was 14 g/dl and was considered correct. The customer was contacted to provide printouts, however they were no longer available for review.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the rinse filter was broken, causing the leak. The rinse filter and luer fitting were replaced, resolving the leak and the hgb issues. (B)(4).